Manufacturer narrative:
The device history record (DHR) for lot 24e192 was reviewed and no anomalies related to the reported issue were observed. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation, therefore the affected device(s) could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the needle was securely attached to the syringe, when injected the medication didn't go through the needle and leak out where the syringe attaches to the needle. Father was aware, even states "yes, I could feel his leg is wet." Provider notified and dose repeated with father's consent.